Event description:
As reported by an edwards lifesciences affiliate, regarding a 26mm sapien 3 ultra valve in the aortic position. Upon initial removal of 16f esheath plus there was significant bleeding. Sheath showed to have tear at the distal tip. There were no issues advancing commander delivery system and no issues retracting commander delivery system post implant. A perforation in femoral artery around access site lower femoral head was found. Perclose failed four times. Successful covering of perforation with stents. Patient is stable.

Manufacturer narrative:
Investigation is underway. H3 other text : device not returned.

Manufacturer narrative:
The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was not provided for review. The reported event was unable to be confirmed due to no imagery/device returned. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation.distal tip tears can occur through a number of patient and/or procedural factors that may involve calcified, tortuous, and/or undersized vessels compounded with excessive manipulation during sheath insertion, system advancement/retrieval through sheath, withdrawal of altered balloon profile, or improper tip expansion (involving interference between the valve and sheath). In this case, it was reported that the patient had very tortuous anatomy and minimal calcification. Tortuosity could lead to non-coaxial alignment between the sheath and ds/crimped valve or the sheath and balloon (post-thv deployment), leading to adverse physical interactions with the tip and subsequent tip tearing. Calcification could also contribute to sub-optimal advancement/withdrawal angles, leading to distal tip failure. Calcification could also damage the sheath tip directly through increased restriction at the distal tip, causing the tip to potentially catch on the calcified nodules and become weakened/torn in the process. Due to limited information provided, it is unknown when the distal tip would have become torn during the procedure. However, available information suggests that patient factors (tortuosity, calcification) may have contributed to the complaint event.complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: d9, g3, g6, h2, h3, h6 type of investigation, investigation findings, investigation conclusions have been updated. The device was returned for evaluation. The returned device was visually examined, and the following was observed: sheath shaft is slightly curved, liner fully expanded as designed, distal tip is torn axially and radially long the distal edge of the liner, hdpe material tied to axial and radial tear is stretched; soft tip stretching and damage observed, and axial, radial, and slant score lines present. Due to condition of the returned device (distal tip torn), no applicable functional testing was able to be performed. No applicable dimensional testing could be performed; the complaint was confirmed through visual examination. The reported event was confirmed through evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Per the complaint description, upon initial removal of 16f esheath plus there was significant bleeding. Sheath showed to have tear at the distal tip. There were no issues advancing commander delivery system and no issues retracting commander delivery system post implant. It was additionally reported that the patient had very tortuous anatomy and minimal calcification. Per evaluation of the returned device, the sheath distal tip was observed to be torn axially and the radially along the distal edge of the liner. The failure mode is characteristic of sheath tip tear events as described in the product risk assessment investigation. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. In this case, it was additionally reported that the patient had very tortuous anatomy and minimal calcification. Tortuosity can lead to non coaxial alignment between the crimped valve and the sheath, which may lead to the valve struts to catch onto the sheath distal tip and contribute to the tip tear. Calcification could also contribute to sub optimal advancement/withdrawal angles, leading to distal tip failure. Calcification could also damage the sheath tip directly through increased restriction at the distal tip, causing the tip to potentially catch on the calcified nodules and become weakened/torn in the process. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (tortuosity, calcification) may have contributed to the complaint events. However, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.